Event description:
An implant card was received indicating that the patient underwent generator and lead replacement due to lead discontinuity on (B)(6) 2014. The generator was replaced prophylactically and the surgeon left the existing lead in place. It was reported that the explanted generator will not be returned for analysis; therefore, product analysis can not be performed on either devices. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed low impedance (impedance value < 600 ohms). The patient¿s device was subsequently disabled. No known surgical interventions have occurred to date.